Manufacturer narrative:
A supplemental report will submitted if additional information becomes available. This report was submitted october 6, 2016. (B)(6).

Event description:
During a service call siemens field service engineer received an electrical shock while trying to reconnect to a connector on the mobilett unit. There are no injuries related to the event. The reported incident occurred in (B)(6).

Manufacturer narrative:
The investigation for the reported incident was completed with the following result. The engineer tried to attach a plug to the system during a regular service call while the unit was still plugged into the power supply and the capacitor bank was charging. Hints of potential risks are stated in the service document spr8-230.841.30, chapter 2.4. Additionally two warning labels are posted next to the power electronics of the unit. The labels warn about risk of working on the system while it is connected to a power supply and advise to wait 10 minutes to perform any work on the unit after system shut down. This report was filed december 15, 2016.